Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients pg was not holding a charge. The patient underwent an ipg replacement and was doing well postoperatively. The explanted ipg was discarded per hospital policy.